Manufacturer narrative:
A review of device history records indicated that product tested from the indicated lot met all required specifications prior to lot release and there were no significant issues associated with the manufacture of this lot. Bioform is using periodic contact with dr. (B)(6) office as a method of evaluation. Dr. (B)(6) is treating this pt at the time of this report.

Event description:
The patient was injected with radiance in the nasolabial folds (B)(6) 2004. Redness appeared (B)(6) 2004. This event was reported to bioform medical on 07/20/2004. Subsequent f/u indicated pt improvement. On (B)(6) 2004 bioform learned that this may be an allergic reaction, but the doctor was uncertain. At this time the pt was being treated with cortizone for redness at the injection site. On (B)(6) 2004 we learned that this pt is experiencing another outbreak of swelling, redness, weepiness and discharge of clear fluid at the injection site. F/u is continuing.